Event description:
Plasmapheresis request for therapeutic removal of immunoglobulin g and circulating immune complexes from plasma for pt with itp with platlet count of < 31,000, utilizing the prosorba column by attending physicians. Treatment provided by facility staff rn. Procedures progressed without incident; pt monitored approx every 15 mins. During final phase of treatment approx 90 min, pt began to experience shortness of breath, increased respiration and drop in blood pressure. Pt suffered seizure, code called by facility rn. Code team responded immediately. Pt expired despite every effort at resuscitation.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.